Manufacturer narrative:
(B)(4). Date sent: 8/2/2017. Batch # n56k0p. The analysis found that one ec60 device was returned with no apparent damage and with no cartridge loaded on the device. The clamping mechanism was noted to be damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left side release button post was noted to be broken, these is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button. Although the release button is not part of the firing mechanism, when it breaks it creates friction to the firing mechanism not allowing the trigger to properly return to its home position. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic pancreatic body and tail resection procedure, unable to squeeze the firing trigger plastic to plastic on the first stroke of the first firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.